Event description:
It was reported that during central processing, the customer observed scratches completely encircling the lower portion of the shaft, indicating damage. There was no report of patient involvement. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
The maryland bipolar forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a scratched main tube. The scratches, measuring approximately 7.09 mm by 0.53 mm, were axially aligned with the tube axis. No material was missing from the surface of the main tube. However, components adjacent to the scratched main tube showed damage, suggesting potential mishandling or misuse. Additional observations noted a frayed grip cable at the bipolar yaw pulley. Some wires were broken, but the cable was not fully severed. There was no discoloration, corrosion, or contamination on the cable, which could have resulted from improper flushing or rinsing during reprocessing. Further inspection revealed no abnormally sharp or damaged components that could have caused the cable to break. The conductor wire insulation at the yaw pulley was found to be damaged, with fragmentation of the insulation, yet it remained attached, exposing the internal conductor wires. Despite the damage to the insulation, the internal wire was neither frayed nor fully broken, and the instrument passed the electrical continuity test. Inspection did not identify any abnormally sharp or damaged components that could have contributed to the cable breaking. Additionally, an indentation or burr was found on the outer face of the instrument's bipolar yaw pulley, with no pieces missing. The components adjacent to the indented pulley showed damage, indicating potential mishandling or misuse. The complaint was confirmed by failure analysis. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.